Event description:
Right knee pain, right knee swelling, right knee effusion and low grade fever. Info was received in jun-2005 from a pt, with a history of osteoarthritis and prior synvisc injections, who experienced right knee pain, right knee swelling, right knee effusion and low grade fever. The pt began a treatment with synvisc in 2005. The pt received first synvisc injections in 2005 and second in 9 week later into the right knee. After the second injection, the pt experienced pain and swelling of the right knee and low grade fever. The knee was aspirated and injected with cortisone. The pt not had third injection yet. At the time of this report, the events had resolved. Please refer to synv-15037 for other adverse events from this reporter. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.